Event description:
When the balloon was being prepped, it was noted that it did not hold pressure and that it was leaking. Please note that multiple attempts to gather additional information have been made and have been unsuccessful.

Manufacturer narrative:
The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional information will be submitted within 30 days of receipt.